Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, short episode of noise was observed on rv lead. Isometric testing was performed and rv lead noise was unable to be reproduced. Patient was asymptomatic. No programming changes were made. Patient was stable and will continue to be monitored with follow ups.